Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of a broken/loose cable. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. No images or video were submitted for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/lot# k11210719 0257) associated with this event has been performed. Per logs, the instrument was used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 4 remaining usable lives. Based on this review, the instrument was used in a subsequent procedure after the alleged event reported on this record. This complaint is being reported because the maryland bipolar forceps instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the instrument had a broken wrist cable. The instrument was exchanged out for another of same type. The procedure was completed with no report of patient harm, adverse outcome or injury nor delay. Intuitive surgical inc. (Isi) followed up with the hospital reporter to confirm that the hospital declined to provide patient demographics nor any relevant tests and patient history.